Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.

Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.

Event description:
It was reported that during patient use; the ventilator made a high-pitched sound (same as when the ventilator is powered down). When the registered nurse (rn) and registered respiratory therapist (rrt) went into the room, they saw that the graphic user interface was black, and the ventilator was not ventilating the patient. The rn started to ventilate the patient manually, and the rrt went to get another ventilator. When the rrt returned to the room, this ventilator had self-rebooted. There was no harm to the patient, and spo2 remained at 100%. The patient was placed on another ventilator. Prior to this occurrence, all ventilator checks were completed with all setting changes made throughout the shift. There were no ventilator alerts, alarms, or issues indicating a ventilator malfunction up to the point of the incident- all ventilator alarms were on and functioning.